Event description:
It was reported that multiple of the same malfunction alarms occurred.on previous malfunction cts provided pump reset information and assisted caller with resetting the pump and resumed insulin however the malfunction alarm recurred.the customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.